Event description:
The lay user/ patient contacted lfs alleging an error 1 message on their one touch verio pro meter. The patient did not exhibit any symptoms or seek any medical attention due to the alleged issue. The product was replaced. The complaint is being reported due to the alleged error 1 message.

Manufacturer narrative:
Lifescan (lfs) received the meter back and not the test strips. Meter was tested and it was noted that there was a data corruption with the meter and the meter failed testing/ if the test strips are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510 (k) # is k093745.